Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6), 2015, confirming the clinical observation. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. The current consumption of the ICD was measured and proved to be normal and as expected. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. Next, the electrical module was attached to an external power supply and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Ous MDR - it was reported that about 5 weeks after the implantation, premature battery depletion was noted. The device was replaced, but not returned for analysis and no explant date was provided. No adverse patient side effects were reported.